Manufacturer narrative:
The reported event was "lead revision procedure due to it failing". As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision procedure due to it failing. The ra lead was explanted and replaced. The patient had no consequences.